Event description:
It was reported that the bd facsvia¿ flow cytometer leaked liquid. There was no report of patient impact. The following information was provided by the initial reporter: the instrument is leaking liquid from below. Was the leak fluid or air? Liquid . Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line ? After waste line. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? No. Which part of the body was in contact to the fluid? What personal protective equipment (ppe) was being worn? Was there any impact to patient samples due to leak? No.was customer harmed/injured? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facsvia flow cytometer, part # 656874 and serial # (B)(6). Problem statement: customer reported a complaint regarding a waste leakage not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 17jan2021 to date 17jan2022. Complaint trend: there are 10 complaints related to the issue of waste leakages. Date range from 17jan2021 to date 17jan2022. Manufacturing device history record (DHR) review: DHR part # 656874 serial # (B)(6), file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument was due to a disconnected waste line. The customer had initially reported that the instrument was leaking fluid from inside the instrument and was leaking out from under, and an fse (field service engineer) was sent onsite for the repair. The fse inspected the instrument and found that the waste hose was separated from the chassis manifold and guessed that it may have been due to backpressure from a blocked waste connector. The fse replaced the umbilical (659606), fluidics manifold (659608), and waste container (659605). No parts were requested for evaluation as the replaced parts were not returnable and were discarded. After the repairs, the instrument was tested and confirmed to be functioning as expected with no further leaks. Although a leakage of biohazardous material can pose a risk of contamination, the customer confirmed they did not come in contact with the leaked fluid and were not harmed in any way. Additionally, the leakage was not under pressure and did not increase the risk of exposure. Proper daily and monthly cleaning and maintenance can help in preventing lowered performance of the system, and can be found in the bd facsvia system instructions for use manual 23-14662-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2017. Defective part number: 659606 - harness fluidics with shut off valves, 659608 - assy level sensor manifold w/male, 659605 - assy 2000ml bottle facsvia waste. Work order notes: subject / reported: 656874 - bd facsvia - leakage from inside the instrument. Problem description: customer reports that the instrument is leaking liquid from below. Work performed: bm (B)(6) 2022. Inspected instrument, found waste hose had separated from chassis manifold, possibly due to back pressure from a blocked waste connector. Replaced the umbilical, manifold and waste container. Tested instrument, ok. Commenced pm. Cause: loose waste hose solution: replaced manifold, umbilical and waste tank. Returned sample evaluation: a return sample was not requested because the replaced parts are not returnable and were discarded. Risk analysis: risk management file part # 10000176773ra, (B)(6) v1.2 risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes , no. ID: 2.1.9 hazard: exposure to bio-hazardous material during preventative maintenance cause: user disconnects the fluidics harness and spills sample waste fluid. Harmful effects: exposure to bio hazardous material. Risk control: pcyt-648 ¿ labeling biohazard, pcyt-2908 ¿ labeling waste bottle biohazard, sy-3126 ¿ safety ¿ biohazard, user will apply the universal precaution - instructions for use guide - chapter on maintenance, wear suitable ppe ¿ biological safety ¿ safety and limitations guide. Implementation verification: (B)(6) mpi, assy., case, (B)(4), bd facsvia¿ safety and limitations, drawing ¿ 659605- assy, 2000ml bottle facsvia waste, see pcyt- (B)(6) bd facsvia¿ instructions for use, 659606 fluidics harness with shut off valves. Effectiveness verification: same as implementation verification probability: 1, severity: 4, risk index: 4, residual risk evaluation: a new hazards: none. Mitigation(s) sufficient: yes, no. Root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a disconnected waste line. Conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a disconnected waste line. The fse found that the waste hose had disconnected from the chassis manifold and thought it may have been due to back pressure from a blocked waste connector. The fse replaced the umbilical, fluidics manifold, and waste container. After the repair, the instrument was rebooted, tested, and functioning as expected. Although patient samples were used, no one was harmed or injured, and no medical diagnosis was performed due to the waste leakage. The safety risk of this hazard has been identified to be within the acceptable level. H3 other text : see h.10.

Event description:
It was reported that the bd facsvia¿ flow cytometer leaked liquid. There was no report of patient impact. The following information was provided by the initial reporter: the instrument is leaking liquid from below. 1. Was the leak fluid or air? Liquid. 2. Was the leak contained within the instrument? Not contained. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line ? After waste line 6. Was the waste mixed with decontamination or bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? No. 8. Which part of the body was in contact to the fluid? 9. What personal protective equipment (ppe) was being worn? 10. Was there any impact to patient samples due to leak? No, 11. Was customer harmed/injured? No.